Event description:
I went to (B)(6) clinic in (B)(6) for an initial consult on (B)(6) 2020. I agreed to have a procedure on (B)(6) 2020 called a femilift (co2 laser technology) because I was promised it would improve my urinary incontinence and vaginal dryness, and was assured it would be relatively painless. The procedure was very painful and I suffered with painful intercourse for almost a year. (I even went to my obgyn dr. (B)(6) on (B)(6) 2020 to see if I had an infection or if he could visibly see anything wrong. I didn't have an infection and his examination did reveal any obvious issues). Dr. (B)(6) mentioned in my initial consult the femilift procedure was FDA approved and extremely safe. After my 1st procedure (B)(6) the np told me she had never heard of anyone having painful intercourse issues afterwards like I was experiencing, her exact words were "it must be a fluke" once the painful intercourse subsided I was encouraged to give it another try, so on (B)(6) 2021 I had a 2nd femilift performed. It was even more painful than the 1st and resulted in painful intercourse again. I returned to my obgyn dr. (B)(6) on (B)(6) 2021 to discuss a treatment plan. No infection was found and vaginal lining was pale and dry. I will continue dr (B)(6) treatment plan and have a follow-up visit scheduled for (B)(6) 2021. FDA safety report ID# (B)(4).